Event description:
A 48 yr old male in end stage renal disease presented for outpatient procedure for placement of vas-cath. There was difficulty in advancing the guide wire. Two attempts were made. A vessel dialator was used to gain entry. Pt began to experience severe pain. A "stat" portable chest x-ray was done. Pt became diaphoretic, was coded, and was transported to intensive care unit where he later expired.